Event description:
It was reported three patients kept coughing after inserting the tracheostomy tube. The medical staff removed the products and then found that the tubal angles of the products were so straight. The patients' conditions improved after the medical staff replaced with new ones. It was further reported the three complaint samples were discarded owning to the contaminations. Note: issue occurred on (3) three separate cases. A separate 3500a form has been completed for the other (2) two cases.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. Add'l info was requested on (B)(4) 2014. It was stated that no add'l info could be provided on (B)(4) 2014. No sample was rec'd from the customer. It was noted the product was in use for a few minutes before the event occurred. Based on the lot number provided by customer, the assembly work order was retrieved to assist in investigation. Review of assembly record did reveal that (B)(4) of bending rejected was detected during inspection process and the defective parts were rejected and discarded. Review of the risk assessment file does cover potential cause and it's controlled. Review of the complaint trend within year 2009 to ytd june 2014, there was no significant negative trend observed. Complaint sample is not expected to be available for evaluation. Based on record review did not show any evaluation. Based on record review did not show any significant abnormalities. However, this complaint issue was communicated to our manufacturing personnel and a corrective action is being assessed and documented in our CAPA system. No add'l patient/event details have been provided to date. Should add'l info become available a f/u report will be submitted. Reported to the FDA on (B)(4) 2014. Note: the actual date of event is unknown, so the date used was the date convatec became aware.